Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of hypotension and pericardial effusion as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
This is being filed to report the pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. After insertion of the steerable guide catheter (sgc), a pericardial effusion was noted and the patients blood pressure dropped. The sgc was removed and the procedure aborted with the mr remaining at 3. Pericardiocentesis was performed as treatment. No additional information was provided.